Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported the physician was not able to advance the catheter over the wire because the catheter had a crimp in it towards the hub. The patient outcome was fine. It was noted there was no information available in regards to the wire and if it was kinked. Another kit was used to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: it was reported the physician was not able to advance the catheter over the wire because the catheter had a crimp in it towards the hub was confirmed. One 3-l, 7 fr x 20 cm catheter and a spring wire guide were returned. Visual examination of the catheter confirmed a deformity in the catheter body. The defect was located approximately 20 cm from the distal tip and had a compressed appearance. Previous investigations of similar complaints determined that the damaged occurs when the catheter body comes in contact with the arrow raulerson syringe in the tray. The guide wire had a kink located 2 cm from the j-tip weld and a bend located 4 mm from the j-tip weld. A manual tug test confirmed that both welds were intact. Guide wire drawing specifies a length of 600 +/- 4 mm and a diameter of .788/.826 mm. The length of the core wire was confirmed to be consistent with the graphic. The diameter of the guide wire measured 0.801 mm, which met specifications. Functional testing was performed by inserting the undamaged end of the spring wire guide into the catheter. Resistance was encountered when the wire made contact with the deformed section of the catheter body. A device history record other remarks: review was performed based on sales history and did not reveal any manufacturing related issues. It was determined that the deformity in the catheter body is caused when the catheter comes in contact with another component in the tray. Therefore, the probable cause of this issue is package design related.